Event description:
Additional information received that the patient got the system explanted on (B)(6) 2019.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, surgical intervention may be pending to address the issue.